Event description:
Attorney alleges that the system caused the patient harm. The problems included continued urge incontinence and frequency, infection, irritation, pain caused by system malfunction, manufacturing defects, battery issues, programming errors, and other defective issues concerning the device. The problems began approximately on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v534612, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).